Event description:
Physician injected malyugin ring 6.25mm, cat# mal-0001-1, lot# 039548, into patient's eye and ring was all wadded up in a ball per statement from physician. Ring was removed and replaced with another.